Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed the right plunger case, bottom case, and top case were cracked. The tamper seal was broken. Review of the event history log (ehl) showed force sensor test error. Multiple flow and occlusion tests were performed as part pf the functional test and the reported issue was not duplicated. The customer reported issue could not be repeated during testing. As a result, the force sensor was replaced as preventive measure. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. H3 updated, d3, g1, and g2 email is: (B)(4).

Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a failed force sensor test. It is unknown if there was patient involvement, no adverse patient effects were reported. .